Event description:
It was reported the patient is experiencing pain and heating at her ipg site. The pain and heating is not related to charging and occurs whether the stimulation is on or off. Reprogramming has not relieved the discomfort and she would like the system explanted. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.